Event description:
The luer adapter end of baxter healthcare contin-flo IV set 2h8519 leaks when it is connected to a pt's IV site. This presents a risk of the pts having chemotherapy leaking on their skin when it is administered. The effected lot appears to be r14e22031. This has occurred with at least 10 IV sets of this lot.